Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Balloon material ruptures can be affected by numerous factors including, but are not limited to: balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. Since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. If the balloon experiences mechanical damage at some point during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the catheter. To ensure this type of damage is not the result of a potential product deficiency, all products are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure (rbp) and balloon integrity. In this case, it was reported the patient anatomy was mildly calcified, which likely contributed to the reported balloon rupture. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this report. Without the product to examine, a definitive cause for the reported balloon rupture cannot be determined.

Event description:
It was reported that during deployment of the stent after pre-dilatation in the coronary circumflex artery, the mini vision stent delivery system (sds) had a balloon rupture at first inflation of 7 atmospheres. Another voyager sds was used to complete the procedure. No patient effects were reported. No additional information was provided.